Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was unable to connect to the catheter. This occurred during set up. There was no patient involvement. No additional information is available.